Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short v-v intervals. Additional follow-up confirmed that the pocket was reopened and thoroughly testing was performed, which determined a loose set-screw with the implantable pulse generator (ipg) device. The lead was re-inserted and the set-screw was re-tightened. The lead and device remain in use. No patient complications have been reported as a result of this event.